Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient with an implantable neurostimulator (ins) for the treatment of chronic low back pain and spinal pain. It was reported that the ins battery died when the patient was on vacation. It was reported that the ins had been dead for two weeks. The patient reported that they have no stimulation. No further complications are anticipated. On 2019-feb-22, additional information was received from the patient via the manufacturer representative (rep) reporting that the patient forgot their recharger when on a ¿one vacation¿. It was reported that the patient had multiple overdischarges. The patient was unable to recharge the battery normally. The patient was seeing their doctor about having their battery changed. The issue was not resolved at the time of the report. Surgical intervention was planned but was not yet scheduled. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.